Event description:
Pt with pleural effusion of the right chest. Thoracentesis performed. Catheter sheared off in the pt's right chest pleural space. Pt taken to surgery 1/4/99. Right thorocotomy procedure for catheter removal.